Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed data in the date range of (B)(6) 2007. Evidence of multiple "power on resets" were noted in the black box history on (B)(6) 2007. No data was noted in the black box history to support the reported timeframe. No issues were noted with the battery compartment. The battery cap was not returned; no issues were noted with the test battery cap. The pump was exercised for 24 hours with no power loss or battery related warnings. The pump case was removed; no moisture was noted. No issues were noted with the terminal contacts. The reported complaint was not duplicated during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting frequently despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.